Event description:
It was reported that during the procedure, an attempt was made to advance a 3.0 x 16 mm graftmaster stent system into the moderately tortuous and heavily calcified right coronary artery to treat a perforation. The graftmaster stent system was unable to advance to the perforation site and was removed from the patient anatomy. The perforation was treated with additional balloon dilatation. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices. Based on the reported difficult anatomy, interaction with heavy calcification and moderate tortuosity likely contributed to the reported failure to advance. As the device failed to reach the target lesion, the unsealed perforation (reported continued bleeding/hemorrhage) was treated with another device (additional non-surgical treatment). During manufacturing, all stent delivery systems are 100% inspected for stent and catheter damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify proper guide wire and guiding catheter movement. A review of the device history record of this reported lot revealed no nonconforming material records and all lot release testing results met specification. There is no indication of a product quality deficiency.